Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported an infection that occurred 2 weeks after the first surgery. It was stated they had nurses coming in every day changing the dressing, and when they pulled the staples, they stopped the nurses. Once they went to the healthcare professional (hcp), they immediately scheduled surgery and that was on 2016 (B)(6) . The hcp cut it open in a different spot because it never healed and never closed on one end so they made another incision above it. It was stated they took the device out, washed it off, and put it back in and sewed it up. The 2nd time the patient was in the hospital for 3 days because of the infection. They had put it in a petri dish to find out what kind of infection it was and then after had them on intravenous (IV). It was stated now the hcp had them on amoxicillin 875-125mg/2 times a day. It was reported that almost immediately a week after the 2016 (B)(6) surgery, the patient had a 2nd infection and it had done the same thing where one end never healed because it was constantly draining. It was clear for maybe a week but then started getting a color to it. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.